Event description:
While raising the x-ray table from the horizontal to vertical position, the table slipped off its pivot joint and dropped 4-6 inches to the floor. It was noted that a blanket which had been placed under the pt was caught in the tilt mechanism. According to the co servicemen, the blanket had wrapped around the sprocket causing the chain to come off the sprocket and when that happened, the table slipped down.